Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the remote alarm is not working. Upon follow up, the customer advised the remote alarm jack on the main board was damaged due to the device being rolled away without the user disconnecting the alarm cable. No patient involvement.